Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (won't charge battery packs) was confirmed. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the inability to charge the battery packs is the contamination and shorted transistor. The cause of the shorted transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that the battery charger would not charge the battery packs.